Event description:
It was reported to boston scientific corporation that a radial jaw 3 single-use biopsy forceps was used during a biopsy procedure. According to the complainant, during the procedure, the jaw/cups were unable to close there were no patient complications reported as a result of this event. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device has not yet been received for analysis. Upon return and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4)